Event description:
It was reported that the pt was implanted for approx 20 years, date of implantation not known. He was explanted and not re-implanted on (B)(6) 2011.

Manufacturer narrative:
Since the concerned device was not manufactured by med-el, no device investigation will be performed. The device was likely explanted because the pt did not receive any benefit. This is a final report.